Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump and resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery depletion issue was verified, but the alleged usb port damage issue could not be verified.